Event description:
It was reported that an ilet user experienced persistent dexcom g7 continuous glucose monitor (cgm) communication issues where the ilet repeatedly displayed cgm signal loss and brief sensor issue alarms while the dexcom g7 mobile app continued to receive sensor readings, occurring approximately eight days after sensor placement and despite user-led restarts and re-pairing. No adverse clinical symptoms reported. Outcomes included device use impact due to intermittent cgm data unavailability on the ilet and the user replacing the sensor. User support included review of device logs and user troubleshooting history. Investigation of this case revealed recurrent cgm signal loss to the ilet associated with a brief sensor issue, consistent with early sensor degradation or communication reliability problems between the sensor/transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a sensor performance issue leading to intermittent connectivity with the ilet.